Event description:
Same case as MDR #2134265-2011-03102. It was reported that a during stenting treatment procedure, vessel perforation occurred. The lesion being treated was located in a fistula. The physician advanced the ultrathin diamond back balloon catheter and starter guide wire to the target lesion. The ultrathin diamond back balloon was inflated and deflated. The ultrathin diamond back balloon was successfully removed from the patient, however vessel perforation occurred. The starter guide wire was then removed from the patient and noted to have a "very sharp edge". The physician advanced a zipwire guide wire and placed an unspecified stent to treat the perforation. An unspecified balloon catheter was used for post-dilation. No additional patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device evaluated by MFR.: the specimen presents approximately 0.6mm of the distal ball weld end of the core wire protruding through the offset coil wraps located approximately 7.35cm from the distal tip. The specimen presents bend/kink damage located 7.30 to 13.90cm from the distal tip with serpentine camber over the remainder of the length of the specimen. The specimen also presents apparent blood-like mater on the exposed core wire, on and between the coil wraps and within the lumen of the device. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a during stenting treatment procedure, vessel perforation occurred. The lesion being treated was located in a fistula. The physician advanced the ultrathin diamond back balloon catheter and starter guide wire to the target lesion. The ultrathin diamond back balloon was inflated and deflated. The ultrathin diamond back balloon was successfully removed from the patient, however vessel perforation occurred. The starter guide wire was then removed from the patient and noted to have a "very sharp edge". The physician advanced a zipwire guide wire and placed an unspecified stent to treat the perforation. An unspecified balloon catheter was used for post-dilation. No additional patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Age at the time of event: (B)(6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).